Event description:
A 2.5 mm diameter by 12 mm length stent delivery system was inserted for treatment of a lesion located in the right coronary artery. The pt's vessels were reported to be moderately tortuous and severely calcified. The lesion stenosis was 85 percent. It was reported that the physician attempted several other MFR's devices before attempting the s660d2512w. The physician inserted the stent delivery system and was unable to cross the lesion; the device was then removed from the pt. The physician pre-dilated the lesion and reinserted the delivery system. The physician was unable to advance the stent delivery system to the intended lesion; the physician removed the stent delivery system from the pt. When the stent delivery system was removed there was no stent on the balloon. The stent was stripped off the delivery balloon due to the severe calcification in the posterior descending artery. Due to the severe calcification and the physician being unable to advance a stent to the intended lesion site the physician elected to send the pt for bypass surgery. No add'l clinical sequelae were reported and the pt is reported to be fine.